Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage mostly to the proximal end of the crimped stent but also halfway across its length where the struts were raised and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the hypotube was kinked across its length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following predilation with a 2.0x15 non-bsc balloon catheter, a 32 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following predilation with a 2.0x15 non-bsc balloon catheter, a 32 x 3.00 promus premier&#10244;rug eluting stent was selected for use and advanced but failed to cross the lesion and the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.